Manufacturer narrative:
Customer contact reported patient was an adult, but did not have any other patient information. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The bellows housing was replaced to resolve the reported issue.

Event description:
The hospital reported a leak in excess of 4.5 lpm which could cause a loss of mechanical ventilation. There was no report of patient injury.